Manufacturer narrative:
(B)(6): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the device revealed no issues. The button body, inner diameter was measured to be and found to be within specifications. The flange plug outer diameter was measured and found to be within specifications. A functional evaluation was performed by inserting the flange plug into the button body without issue. A second functional evaluation was performed by inserting a syringe into button body and pulling a vacuum in the button body. The button held the vacuum and the backflow valve sealed properly against the button body. A third functional evaluation was performed by inserting a syringe, filled with water, into the button body and injecting water through the button body, no leaks were noted. A vacuum was then drawn while water remained in the button body and the backflow valve held a vacuum as expected. A fourth functional evaluation was performed by placing the button into water and pulling a vacuum in the button body. The button held the vacuum and the backflow valve sealed properly against the button body, no water passed the backflow valve and into the button body. A final evaluation was performed by cutting the button body in two and placing the syringe into button body shaft, closing the flange plug and forcing air against the plug. The flange plug stayed in place while undergoing pressure. The condition of the returned unit was not consistent with the complaint incident that the button leaked. The device measurements and functional evaluations confirm that the device met specifications. Therefore, the most probable root cause is not confirmed.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure (date is unknown). According to the complainant, a month after the replacement (date unknown), when injecting enteral nutrition the device leaked at the connection of the button where the right angle adapter attaches. This device will be replaced with a new button replacement gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a button replacement gastrostomy device was used during a replacement procedure (date is unknown).according to the complainant, a month after the replacement (date unknown), when injecting enteral nutrition the device leaked at the connection of the button where the right angle adapter attaches. This device will be replaced with a new button replacement gastrostomy device.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.